Manufacturer narrative:
The reason for the pain reported was likely due to prosthesis wear, osteolysis, and tibial loosening for both knees. Possible causes for polyethylene wear include inclusion of the polyethylene in the packaging recall, malalignment between implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. However, this cannot be confirmed as the devices were not available for evaluation and images were not provided. This follow-up report is being submitted to relay corrected information. The following sections were corrected: b3 remove date of event, d1, d4 remove numbers from catalog number and serial number, g2, h6 clinical code, and h6 type of investigation this follow-up report is being submitted to relay additional information. The following sections were updated: a3, d5.

Manufacturer narrative:
The product associated with the reported event is within the scope of recall however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
It was reported that approximately unknown months after a left total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, pain, difficulty walking, recurrent effusions; polyethylene wear, severe osteolysis, subsidence of the tibial component. Revision surgery operative notes were provided. Patient left the operating room in stable condition. Post operative diagnosis noted wear of the implant. No further issues or complications were reported. No additional information is available.